Event description:
The biomedical engineer reported that the transmitter (gz) is showing up blank on the central nurse station (cns). The bme reports that they can see the name of the transmitter on the tile, but the waveforms are not showing up and they do not see a communication loss error message on the cns or on the remote nurse station (rns). The bme swapped the transmitter, with another transmitter and this worked without issue. No patient harm was reported. Customer is returning the transmitter to nihon kohden for service.

Manufacturer narrative:
The biomedical engineer reported that the transmitter (gz) is showing up blank on the central nurse station (cns). The bme reports that they can see the name of the transmitter on the tile, but the waveforms are not showing up and they do not see a communication loss error message on the cns or on the remote nurse station (rns). The bme swapped the transmitter, with another transmitter and this worked without issue. No patient harm was reported. Customer is returning the transmitter to nihon kohden for service. Attempt # 1: 01/10/2022 emailed the customer via microsoft outlook for patient information: reply was received but customer could not provide any of the requested information. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the gz transmitter, however model and serial number is no information (ni) since the customer could not provide the requested information. Central nurse station: model #: ni. Serial #: ni. Remote nurse station: model #: ni. Serial #: ni.